Event description:
During an in-clinic follow-up, the patient underwent a magnetic resonance imaging (MRI) procedure. As MRI settings on the device were not enabled prior to the procedure, the device entered backup vvi (bvvi) mode resulting in a loss of high voltage therapy. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.